Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the phenomenon, sdi image is not displayed, occurred due to defective printed circuit (qb) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B3: 30aug2023 the device was returned to olympus for inspection. In addition to the findings already reported in b5, dents and scratches were found on the bezel. The investigation is ongoing. If additional information becomes available at a later date, this report will be supplemented.

Event description:
A demo high definition lcd monitor was returned to the service center. During the evaluation, no image was found on serial digital interface (sdi) 1 and serial digital interface (sdi) 2 due to a faulty board. When the device was returned, there was no reported allegation. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.